Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple cs 006 call service alarms. No cs 052 call service alarms were observed in the black box. During testing, the pump powered on and emitted a cs 006 call service alarm while the pump was being exercised for 24 hours. The cs 052 call service alarm complaint could not be fully investigated due to the cs 006 alarm. A test code was loaded to the pump, and a software failure related to the cs 006 call service alarms was confirmed. The pump case was removed, and no intermittent conditions were found on the printed circuit board. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and faded.